Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted due to regurgitation. Reportedly, the device was implanted in 2007; however, the date that the device was explanted is unknown . It was additionally reported that the device was not available for return. The reason is unknown as no other details were provided.